Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation..4. Removed pump case and disassembled pump. No evidence of moisture or loose components inside pump. Power on reset events observed throughout black box. Battery cap able to fully tighten. Battery cap measures within specifications; . Battery compartment cracks observed below grip pad.. Unrelated to the complaint, pump powered on with returned battery cap to a dim discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was no damage to the battery cap or compartment and no evidence of moisture inside the pump. The reporter stated that the patient's blood glucose (bg) was greater than 250mg/dl and less than 500mg/dl with no reported symptoms. The alleged bg excursion does not meet animas criteria for a serious adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.